Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No display anomaly was noted. The insulin pump alarmed for a button error after boot up and had intermittent button response due to a flattened dome switch. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer could not bolus because of the button error alarm. The down arrow button on the insulin pump was not working properly. Customer's blood glucose level was 279 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.